Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the st holster has a crack in the upper portion of the green cable and multiple error codes were populating the lcd screen. The analysis site confirmed the customer complaint and found splits in the outer sheath of the green cable and replaced the green translational cable to correct the complaint, the blue rotational cable was replaced due to splits, the top frame was replaced because it had a cracked tab on it, the safety latch was worn and was replaced, the transmission clamp was replaced due to it was damaged and the flat head screws (3) were missing and replaced, and the site replaced the e-clip due to it was damaged during disassembly. Per the mammotome service manual, service tests were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.

Event description:
The customer has reported that the st holster has a crack in the upper portion of the green cable and during the last stereotactic case multiple error codes were populating the lcd screen. The customer has requested to service the holster. The st holster is used on a fischer system. There have been no patient consequences reported.